Manufacturer narrative:
(B)(4).

Event description:
Procedure: bypass of gastroenterostomy. According to the reporter: the handle could not be fully squeezed. The black return knob was returned and released from the tissue. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure.